Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the mildly calcified right and left common femoral arteries (rcfa and lcfa) was attempted with a proglide device at each access site using the pre-close technique via a 5f sheaths prior to a percutaneous endovascular aneurysm repair (pevar). Reportedly, there was no suture with plunger removal for both proglide devices. The sutures of two new proglide devices were successfully pre-placed in both access sites. The sheaths were upsized to 16 and 18f; the pevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures at each access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.